Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "short detected" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, visual data of the reported malfunction was provided by the customer. The reported problem was observed during review of the visual data. However, without receipt of the device, root cause evaluation could not be performed. Analysis of reports of this type has not identified an increase in trend.